Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a "pull up and realign the lifeband" message was confirmed in both the archive data and during functional testing. The archive data showed a user advisories (ua) 45 (not at "home" position after power-on/restart) on the customer's reported event date. User advisory 45 is displayed on the lcd with the prompt "pull up lifeband and press restart." The (ua) 45 was replicated during initial functional testing. The root cause of the (ua) 45 advisory message was that the driveshaft was not in the "home" position, most likely attributed to unintended user error. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data review showed a user advisory (ua) 45 error message around the reported complaint date, thus confirming the reported complaint. A user advisory is normally a clearable error message, and it is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During functional testing, a user advisory (ua) 45 error message was displayed upon powering up the platform, thus confirming the reported complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with 30:2 and continuous compressions without any fault or error. During further functional testing, unrelated to the reported complaint, the slightly stiff manual rotation of the driveshaft was noted as a result of a dirty clutch plate and a dirty clutch area. The clutch area was cleaned to address the observed issues. The slightly stiff manual rotation of the driveshaft is likely attributed to wear and tear, as the clutch plate was replaced in march 2017 during the performed service of the platform. In addition, unrelated to the reported complaint, during the internal inspection of the platform, one of the components (c42) on the processor board was observed loose and not connected. The root cause of the observed issue could not be determined. The processor board was replaced to remedy the issue. The autopulse platform was manufactured in january 2012 and is over 12 years old, past the expected serviceable life of 5 years. Following service, a load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with (B)(6).

Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Event description:
During the shift check, the autopulse lifeband became jammed inside of an autopulse platform (B)(6) driveshaft after the platform displayed "pull up and realign the lifeband " message. No patient involvement.